Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00x16mm synergy stent was advanced through a previously implanted proximal non-bsc stent. However, after the third attempt, the physician noted that there was a stent strut displacement. The procedure was completed with a different device. No patient complications were reported and the patient&#38112;status was stable. The patient was discharged one day post procedure. This product is only ous approved but is similar to an approved us device.